Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage issue on (B)(6) 2025. The leakage event occurred after one hour of usage. The location of the leakage was the quick release. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004924, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004924 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine multivac 08 on 14/jan/2024, with a total of (B)(4) units. Assembly lot: the lot 4a02488 was assembled according to wi version 26 on-line inspection for assembly of quick set on 13/jan/2024, with a total of (B)(4) units. The lot 4a03987 was assembled according to wi version 26 on-line inspection for assembly of quick set on 16/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.